Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were part of a system explant due to patient discomfort. The patient will be upgraded to a transvenous implantable cardioverter defibrillator (ICD) system on a later date. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.